Manufacturer narrative:
Due to character limit: e1- (event site name)- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra-aortic balloon pump (iabp) had a system over temperature alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, d10, g3, g6, h2, h6 (health effect clinical code), h11.

Manufacturer narrative:
Another contact info: (B)(6). Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. The nurse confirmed that all three pumps displayed a system over temperature alarm. After restarting, the pump was functioning normally. The nurse stated the balloon was placed axillary, and esp personnel provided the axillary placement disclaimer. The patient heart rate was in the 120s. Esp personnel confirmed the pumps were not positioned close to the bed and that airflow was not obstructed. Although the nurse reported nothing around the pump, esp personnel advised repositioning it to ensure ventilation. Esp personnel also recommended keeping another balloon pump available in case the alarm recurred. Product surveillance information was collected. Esp personnel also confirmed with cat lane that only one pump had previously been reported with a system over temperature alarm.